Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the cadiere forceps instrument was found to be off-center. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure after trocar placement and resulted in less than 15 minutes of prolonged operative time. Although damage to the instrument or accessory was noted, there were no missing parts, no fragments found inside or outside the patient, and no patient injuries or complications. The instrument functioned normally prior to the incident, and the procedure was completed robotically.